Event description:
It was reported that the right ventricular lead exhibited noise which was oversensed and resulted in pacing inhibition. The patient was asymptomatic. The lead was capped and replaced. The patient was fine post procedure.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.